Manufacturer narrative:
Additional information for d10: concomitant product - shanghai kangdelai disposable precision filter infusion set should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication overinfused via a female luer lock adapter with control-a-flo. The drip rate of the regulator was set at 250 ml/h, with total infusion volume of 100 ml. The expected infusion time was 24 minutes. However, the infusion was completed in 15 minutes. A non-baxter disposable precision filter infusion set was used. This occurred during patient infusion with magnesium sulfate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.